Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), to inner thighs and upper arms using cooladvantage applicator, and to banana roll and flanks using cooladvantage applicator coolcurveplus contour; on (B)(6) 2016 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), and flanks using cooladvantage applicator coolcurveplus contour; on (B)(6) 2017 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), inner thighs using cooladvantage applicator, back (below bra line), flanks, lower back (above buttocks) using cooladvantage applicator coolcurveplus contour; on (B)(6) 2017 to arms using cooladvantage applicator; on (B)(6) 2017 to upper abdomen, mid abdomen, back (below bra line), flanks, lower back (above buttocks), and front bra roll (under bra) using cooladvantage applicator coolcurveplus contour, lower adbomen using either coolmax applicator or cooladvantageplus (office unsure); on (B)(6) 2017 to upper, mid, and lower abdomen, back (below bra line), and flanks using cooladvantage applicator coolcurveplus contour who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in the abdomen on (B)(6) 2018 and tissue presented as visibly enlarged, tissue volume, swelling and hardening of treatment area.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2016 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), to inner thighs and upper arms using cooladvantage applicator, and to banana roll and flanks using cooladvantage applicator coolcurveplus contour; on (B)(6) 2016 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), and flanks using cooladvantage applicator coolcurveplus contour; on (B)(6) 2017 to upper abdomen using either coolmax applicator or cooladvantageplus (office unsure), lower adbomen using either coolmax applicator or cooladvantageplus (office unsure), inner thighs using cooladvantage applicator, back (below bra line), flanks, lower back (above buttocks) using cooladvantage applicator coolcurveplus contour; on (B)(6) 2017 to arms using cooladvantage applicator; on (B)(6) 2017 to upper abdomen, mid abdomen, back (below bra line), flanks, lower back (above buttocks), and front bra roll (under bra) using cooladvantage applicator coolcurveplus contour, lower adbomen using either coolmax applicator or cooladvantageplus (office unsure); on (B)(6) 2017 to upper, mid, and lower abdomen, back (below bra line), and flanks using cooladvantage applicator coolcurveplus contour who developed paradoxical hyperplasia (pah/ph) three months after treatment. Pah was diagnosed in the abdomen on (B)(6) 2018 and tissue presented as visibly enlarged, tissue volume, swelling and hardening of treatment area.

Manufacturer narrative:
Corrected data d1 - brand name.